Event description:
It was reported that the customer's pump stopped unexpectedly. There was no information available on the impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.